Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used in an ercp procedure on an unknown date. According to the complainant, during the procedure, upon advancing the hydratome in the patients duodenum, it was observed that half of the cut wire was missing from the hydratome. The device was removed from the patient. No portion of the cut wire was found inside the patient using endoscopic view and x-ray. The procedure was completed using another hydratome rx sphincterotome. There were no complications reported as a result of this procedure. The patient's condition at the conclusion of this procedure was reported to be fine.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch. From a visual evaluation, it was found that the working length was twisted, and the cut wire was bent and broken. The broken end had retracted inside the lumen of the extrusion through the proximal pierce hole. Approximately 7mm of the cut wire remained exposed through the proximal pierce hole. The anchor remained inside the distal tip at the distal pierce hole. Examining the broken end of the cut wire, it appears that the exposed cutting wire snapped likely due to higher power settings. During evaluation, the broken end of the cut wire was extended out through the proximal pierce hole by actuating the handle. The broken cut wire extended approximately 25 mm through the proximal pierce hole. The anchor notch was removed from the tip and it was noted that the cut wire had been securely attached to the anchor but broke off during customer usage. Based on the analysis, the broken cut wire remained attached to the device and no section of the cut wire separated from the device. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. During manufacturing, the sphincterotome devices are 100% inspected and the damage is likely due to procedural factors. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used in an ercp procedure on an unknown date. According to the complainant, during the procedure, upon advancing the hydratome in the patients duodenum, it was observed that half of the cut wire was missing from the hydratome. The device was removed from the patient. No portion of the cut wire was found inside the patient using endoscopic view and x-ray. The procedure was completed using another hydratome rx sphincterotome. There were no complications reported as a result of this procedure. The patient's condition at the conclusion of this procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.